Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. Per results of investigation, carefusion service technician was not able to duplicate customer¿s reported problem ¿device would not stay in the ventilation mode. Crew was setting to simv and was not correctly administering simv.¿ the revel ventilator was tested with a known good ac adapter and known good patient circuit connected. The ventilator passed 92 hour extended test at customer¿s settings. The ventilator passed initial alarm volume test. The ventilator failed initial final test for non-conformance with port-to-port leak test. The measured leak was 0.046 liters per minute (lpm), acceptable leak limit is 0.035 liters per minute (lpm). The service technician replaced exhalation module with a known good one and ventilator passed initial final test. The service technician replaced exhalation module and processed ventilator through service.

Event description:
The customer reported model palmtop ventilator (ptv) revel would not stay in ventilation mode while connected to a patient. The crew set synchronized intermittent mechanical ventilation (simv) and the ventilator was not correctly administering settings. After a few minutes in this setting, the patient's condition declined. Her oxygenation dropped and was provided positive pressure ventilation via bag valve mask while the crew switched ventilators. The patient was then connected to a lap top ventilator (ltv) with the same settings and improved immediately. The revel ventilator appeared to change out of synchronized intermittent mechanical ventilation (simv) after a few minutes of use. Upon further investigation, the customer stated there was no further allegation of harm or injury reported.